Event description:
It was reported that the patient experienced cylinder migration with an inflatable penile prosthesis (ipp). There was no external pressure or trauma to pelvic region or abdomen which may have contributed to device migration. A surgical procedure was performed in which the existing device was removed and a new ipp was implanted. No product issues were observed during the procedure. The patient did not experience any adverse events due to the migration and was expected to fully recover following the procedure.